Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported stent damage occurred. A 3.00x24 mm promus premier¿ stent was selected to treat the lesion. However, a bent stent strut was noted upon loading the device onto the wire. The device did not enter the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent strut 9 was lifted and pulled in a distal direction. Proximal stent struts 10-16 were damaged slightly and misaligned. The maximum crimped stent profile measurement at the time of manufacture was within specification. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported stent damage occurred. A 3.00x24mm promus premier¿ stent was selected to treat the lesion. However, a bent stent strut was noted upon loading the device onto the wire. The device did not enter the patient's body. No patient complications were reported.